Manufacturer narrative:
The reported complaint of the patient not cooling and the catheter luers not being flushed was not confirmed during the functional testing of the returned quattro catheter (lot# 191299). No issues or discrepancies were found. Testing revealed no leak or device malfunction, and the catheter performed as expected. During the visual inspection, no kink or physical damage was observed on the catheter. The blood residue was observed on the balloons and luered tubings. During the functional pressure leak test of the returned catheter, all infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi; no leaks or issues were found. In addition, the returned catheter was connected to a known-good suk and ran on a peristaltic pump for 10 minutes at a high-speed rate; no leak was observed. The suk red pinwheel rotated normally, and the catheter functioned as intended. During further testing, the returned catheter was connected to a known-good suk and ran on the thermogard console in both warming and cooling modes for 2 hours. The system ran in the max warming mode with a target temperature of 37 °c for 60 minutes and in the max cooling mode with a target temperature of 35 °c for 60 minutes. No leak was observed on the catheter. The balloons were properly warming during the warming mode and cooling during the cooling mode. The red pinwheel of the suk was spinning as normal. No problem was found, and the catheter functioned as intended.

Event description:
An experienced physician inserted the quattro catheter (lot# 191299) into the patient's left femoral vein during the ivtm therapy. There was no other central line placed in the same vessel. One hour after the catheter placement, during the cooling phase with the target temperature of 37° c, the nurse noticed the start-up kit (suk) red pinwheel didn't spin, and the patient's fever couldn't go down. The customer tested the suk by connecting the in and out luers and confirmed the red pinwheel started to spin. Upon catheter removal, the customer flushed the catheter to confirm the blockage at the proximal balloon. The catheter was replaced to continue the therapy. The patient's status is stable.